Manufacturer narrative:
An investigation has been initiated based on the reported information.

Event description:
The user facility reported that the device was in use for approximately 12 hours when stopcock at the zero reference point broke off. They were able to pop the stopcock back in place and continued to use the system until removed when csf collection was completed. An external transducer was in use. The staff was following the standard procedures for use of an external transducer. No patient injury was reported.